Event description:
Ffr (fractional flow reserve) was performed per usual fashion on lad. Pressure wire certus and xpress were calibrated and performed normally. Ivus was also used for same vessel (institution is carrying out an inhouse study). Physician predilated and stented proximal lad using pw certus as ptca wire. Post stenting, ivus atlantis catheter was used again to check lumen area. Upon completion of ivus, resistance was noted upon removal of ivus catheter from guiding catheter as per operator. Angiogram shows that the tip of pw certus (and about 1cm more of wire) was left in the vessel; just at the proximal part of the stent. Snare was on standby. Operator wire a bmw/abbott wire in the lad alongside with a 2.0 x 10mm firestar into the proximal ald. When balloon reached the fractured pw certus wire, the operator pulled out the entire system, retrieving the fractured tip of the certus wire. Pt was well. Proximal part of certus wire and cine couriered to manufacturer. Tip of wire was removed from pt but misplaced.

Manufacturer narrative:
In the instructions for use (IFU) for pressurewire certus it is clearly stated that the compatibility of the pressurewire certus diameter with the interventional device should be checked before use. It is further stated that an interventional device with a short guidewire lumen should not be used together with pressurewire certus since it may fold or fracture during manipulation. In this case, pressurewire certus was used as a guidewire during a stenting procedure. Post-stenting an ivus atlantis catheter (having a short lumen) was also introduced. During the attempt to remove the ivus catheter, resistance was felt. As also indicated in the IFU push, withdrawal or torque should not take place against resistance which may lead to damage and/or fracture. Investigation of sem (scanning electronic microscopy) pictures indicated that during the removal attempts, kinks had been induced on pressurewire certus and that one of these kinks, at 4 cm behind the tip, had been broken.